Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient presented with non capture and elevated threshold measurements of the his lead. It was noted that this lead is plugged in to the right ventricular (rv) port on this device. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.